Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) partially inserted into a 20 ga introducer needle for evaluation. Signs of use in the form of biological material were present in the needle hub. Visual inspection of the sample revealed two slight bends along the guidewire body. The j-bend was misshaped. No defects were observed on the introducer needle. Microscopic examination confirmed both welds were attached and fully formed. The bends in the guide wire measured 40 mm and 260mm from the proximal weld. The overall length of the guide wire measured 354 mm which is within specifications of 350-355.6 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.620 mm, which is within the specification limits of 0.610-0.635 mm per the guide wire product drawing. The inner diameter of the introducer needle cannula was measured to be 0.027", which is within specifications of 0.0270"-0.0285" per cannula graphic. The outer diameter of the introducer needle cannula was measured to be 0.03570", which is within specifications of 0.0355"-0.0360" per cannula graphic. Functional inspection revealed the swg was stuck in the introducer needle due to a buildup of biological material. After the biological material was removed, the returned swg was able to be passed through the introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed on the reported lot, with no relevant findings to suggest a manufacturing related cause. The instructions for use (IFU) provided with this product warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the spring wire guide was found to be kinked in use was confirmed through visual examination of the returned sample. The returned guide wire had slight bends along its body. The returned guide wire and introducer needle met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. But when md tried to insert swg, swg did not enter. Md could not proceed with the procedure, and md removed it from the body". Another device was obtained and successfully placed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn: (B)(4).

Event description:
The complaint is reported as, "md was performing the procedure according to IFU. But when md tried to insert swg, swg did not enter. Md could not proceed with the procedure, and md removed it from the body." Another device was obtained, and successfully placed. No patient harm reported. The patient's condition is reported as fine.